Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient faced two infusion set leakage at the quick release on (B)(6) 2025. The infusion set was in use for few hours. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue the batch 6009635, in question was manufactured at the reynosa site. DHR review: the lot 6009635 was manufactured according to the work instruction (wi) version 81 and packaging in the multivac m12 on 12-oct-2024, with a total of (B)(4) units. The sub-assembly: assembly lot 4k00949 was manufactured according to the wi version 27 and assembled in the quickset line, on 11-oct-2024, with a total of (B)(4) units. Lot 4k03248 was manufactured according to the wi version 27 and assembled in the quickset line, on 13-oct-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing. The lot 4k00931 was manufactured according to the wi version 42 and manufactured in the line mp04, mp05, mp08 on 09-oct-2024, with a total of (B)(4) units. The lot 4j05471 was manufactured according to the wi version 42 and manufactured in the line mp04, on 30-sep-2024, with a total of (B)(4) units. The lot 4k03082 was manufactured according to the wi version 42 and manufactured in the line mp08 on 12-oct-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.